Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been the surgeon stated that the suture broke on the suture line but staff in the hospital returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was provided: said it broke at the joint of the suture and the swage. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that it was the suture that broke not the connection.

Event description:
It was reported that the patient underwent a left common femoral endarterectomy & left fem pop bypass procedure on (B)(6) 2019 and suture was used. The suture broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/22/2019 a manufacturing record review was performed for the finished device batch mjh879, w8802 and no non-conformances were identified.